Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual inspections were performed on the returned device. The reported failure to deploy the suture was not confirmed as not all device components were returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with two proglide devices, using the pre-close technique, via an 8f sheath prior to an interventional cryoablation procedure. Reportedly, the proglide sutures did not capture the vein with both proglide devices. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The cryoablation procedure was completed and hemostasis was achieved with the successfully preplaced sutures of two proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.